Event description:
It was reported that during a routine device changeout procedure, an insulation anomaly was observed on the atrial lead. Due to the patients chronic atrial fibrillation, the physician opted to cap the lead with no replacement. The procedure was completed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.